Manufacturer narrative:
Device evaluated by MFR.: flextome cb monorail10/2.50mm was returned for analysis. A visual and microscopic examination of the balloon found the wings to be tightly wrapped and had not been subjected to positive pressure. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found a complete shaft break at approx. 60 cm distal from the strain relief.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 10/2.50 flextome coronary cutting balloon was selected for use. The device was advanced but could not cross the lesion, and when the device was removed from the patient's body, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.